Manufacturer narrative:
The field service representative (fsr) stated that the glp storage module right, serial (B)(6), display monitor was off, and the compressor was not operational. The fsr was able to troubleshoot the issue to determine that the monitor control board had failed. The fsr noted that the board showed signs of damage. Another board was ordered and installed to resolve the issue. A review of tracking and trending did not identify any related trends for the programmed electronic part and complaint issue. The device history record was reviewed and did not find any external or environmental factors causing failure to the glp storage right display board. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for glp storage module right, serial number (B)(6) or the programmed electronic (part number g-9295072-01).

Event description:
The customer reported that their refrigerator display monitor was off and will not restart on the glp storage right. A field service representative (fsr) arrived onsite to inspect the glp storage module. The fsr observed that the display was off, and the compressor was not working. Additionally, evidence was provided (pictures attached) that the printer control board (pcb) was burned out and needed to be replaced. There was no impact to patient management or user safety reported.

Event description:
The customer reported that their refrigerator display monitor was off and will not restart on the glp storage right. A field service representative (fsr) arrived onsite to inspect the glp storage module. The fsr observed that the display was off, and the compressor was not working. Additionally, evidence was provided (pictures attached) that the printer control board (pcb) was burned out and needed to be replaced. There was no impact to patient management or user safety reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, glp storage right, list number 06t13-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.